Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted after approximately 7 years due to a rigid leaflet covered with grey/white tissue. Patient is reported as stable following the procedure.

Manufacturer narrative:
Device evaluation summary: as received, the free margin of leaflet 3 was folded onto the cusp of leaflet 3 by 2mm due to host tissue. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 on the inflow aspect by approx 3mm. Device evaluation confirms host tissue overgrowth (pannus) as the primary cause of the reported explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.